Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative has reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient experienced diplopia. A yag was performed with no improvement. The lens was exchanged for a different model in a secondary procedure. The diplopia had subsided or was completely gone. There are two medical device reports associated with this patient. This report is for the right eye.

Event description:
Additional information was provided by the surgeon that the clinical reason for the explant is that he is unsure if the toric iol was properly placed and oriented. The patient was still having monocular diplopia.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).